Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2017, the patient experienced a hypoglycemic event while she was home alone. She was sitting on her couth and after time had gone by, she slowly began to lose consciousness and passed out. The patient's daughter came home and found the patient unconscious. The patient's daughter called the emergency medical technician (emt) and the patient was transported to the hospital and was admitted. The patient does not recall if she had taken any medication while she was in the hospital. The patient also stated that she does not recall if she was receiving any readings on her continuous glucose monitor (cgm). She did not know if the sensor was inserted at the time of the event or when it was removed. The patient was released from the hospital on (B)(6) 2017. There was no alleged malfunction against the dexcom system. The patient did not know where her dexcom system was at the time of event. At the time of contact, the patient was exhausted. No additional event or patient information is available.